Event description:
It was reported that approx 1-2 weeks ago, the pt experienced the onset of abdominal bleeding, bruising and swelling. The pump was very mobile within the pocket and flipped from side to side. The pt had a general surgery consult and was scheduled for exploratory abdominal surgery rule out an "abdominal bleed". The pt had not experienced any problems with pain control. Add'l info has been requested from the hcp, but was not available as of the date of this report.